Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative. The patient was receiving 8mg dilaudid at minimum rate and "22mg/day," bupivacaine at minimum rate via an implantable infusion pump for an unknown indication for use. It was reported that several months ago the patient had "paralysis," from their pump. The patient reported they went for a pump fill and had expected to get several cc's back and they received 0cc's back from the pump. The patient showed up for pump replacement on (B)(6) 2018 with no signs of paralysis according to the doctor. The healthcare professional was able to aspirate 2cc's from the catheter access port and the hcp decided the catheter was patent. The hcp attempted to aspirate from the pump on the day of the replacement. They expected to pull back 15cc's out of the pump, but only received 0.5cc's. It was reported that the issue had not been resolved at the time of the report. The patient's pump was explanted and replaced on (B)(6) 2018. The patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse dilaudid [ 8.0 mg/ml] at the minimum rate and bupivacaine [mg/ml] at the minimum rate. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2018-jan-10. When asked to clarify the "paralysis," it was reported that there was apparent over-infusion of medication, as evidenced by repeated reservoir volumes much lower than expected. The cause of the volume discrepancies was not determined. It was indicated that it was not yet known if the volume discrepancies had been resolved. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found overinfusion with an undetermined root cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication on the motor gear train as well as a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.